Event description:
It was reported that a homechoice automated pd set with cassette was leaking. This occurred after patient use, when the patient had completed therapy. The patient reports finding large amounts of fluid in the cassette upon removing the cassette from the homechoice machine. The specific location of the leak was unknown. There was no report of patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported problem could not be determined. A batch review was conducted on lot number h14d29062 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.